Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. (B)(6). Findings: the fractured humeral liner impactor tip appears consistent with a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Most likely underlying cause: based on previous similar investigations, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation propagation, and ultimate fracture. Rmr review: the rmr for this humeral liner impactor tip, 750-2005-021-rmr-instruments rev p, was reviewed. The risk is captured. The device was not available for analysis. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. There were no parts/pieces that fell into the surgical site.

Event description:
It was reported by exactech korea that the humeral liner impactor tip was broken when the surgeon impacted the pre-assembled implant (stem,tray,liner) during an orthopedic surgery. The surgeon hit 2-3 times for inserting implant. 4-5 minutes delay each time. The patient's health was stable leaving the or. Attempts to request additional information were sent to the representative, and a response was received. No parts/pieces of the device fell into the surgical site. There were no problems noted at discharge. There is no patient demographic information provided. Multiple attempts were made for information, no additional information is available from the contacts about this event.